Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl and was hospitalized; cause was not provided. Customer was discharged the following day. The customer's guardian declined troubleshooting further with tandem technical support and declined to provide further information.